Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the usb cable and wall adapter. Subsequently, the pump shut down due to insufficient power. A replacement usb cable and wall adapter were sent to the customer. Customer reported blood glucose (bg) level was 410-501 (mg/dl). A manual injection was delivered to address bg level. The customer stated they lost feelings in their legs. Reportedly, when the customer's bg level goes high, the customer cannot feel their legs due to their neuropathy. Follow up with the customer confirmed that the pump was able to be successfully charged using the replacement charging supplies.